Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a (B)(6) female patient who had essure (batch no. 20182238, 729920) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included gastroesophageal reflux disease and overweight. Concomitant products included bupropion (wellbutrin), docusate sodium, sertraline and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced labour pain ("tremendous labour cramp"). On (B)(6) 2012, 1 year after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes") and weight increased ("weight gain"). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced premature menopause ("hormonal changes describe: sudden menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("rashes or skin conditions: acne,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurred vision") and photophobia ("vision /eye problem-type-sensitivity to light"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches,") and rash ("rashes or skin conditions: on legs"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal): bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal infections"), pain in extremity ("leg pain"), urinary tract disorder ("bladder or urinary problems or changes") and visual impairment ("eye problems: vision has gotten drastically worse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, acne, vaginal discharge and fatigue had resolved, the abortion spontaneous, pregnancy with contraceptive device, cystitis, premature menopause, bacterial vaginosis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, tooth disorder, dyspareunia, visual impairment, weight increased, alopecia, labour pain, vision blurred and photophobia outcome was unknown, the pain in extremity, headache and rash was resolving and the dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, alopecia, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, labour pain, menorrhagia, migraine, pain in extremity, photophobia, pregnancy with contraceptive device, premature menopause, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-may-2018: pfs: new events: menopause, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash, acne, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, alopecia, pain in extremity, pregnancy with contraceptive device, bacterial vaginosis,tremendous labor cramp, blurred vision,vision /eye problem-type-sensitivity to light,were added. Reporter, patient demographic information, concomitant disease, concomitant drugs, essure lot number, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 43-year-old female patient who had essure (batch no. 729920) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inffective". The patient's concurrent conditions included gastroesophageal reflux disease and overweight. Concomitant products included bupropion (wellbutrin), docusate sodium, sertraline and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced labour pain ("tremendous labour cramp"). On (B)(6) 2012, 1 year after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes") and weight increased ("weight gain"). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced premature menopause ("hormonal changes describe: sudden menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("rashes or skin conditions: acne,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurred vision") and photophobia ("vision /eye problem-type-sensitivity to light"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches,") and rash ("rashes or skin conditions: on legs"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal): bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal infections"), pain in extremity ("leg pain"), urinary tract disorder ("bladder or urinary problems or changes") and visual impairment ("eye problems: vision has gotten drastically worse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, acne, vaginal discharge and fatigue had resolved, the abortion spontaneous, pregnancy with contraceptive device, cystitis, premature menopause, bacterial vaginosis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, tooth disorder, dyspareunia, visual impairment, weight increased, alopecia, labour pain, vision blurred and photophobia outcome was unknown, the pain in extremity, headache and rash was resolving and the dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, alopecia, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, labour pain, menorrhagia, migraine, pain in extremity, photophobia, pregnancy with contraceptive device, premature menopause, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number 20182238 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.